Manufacturer narrative:
Device evaluation completed on september 28 2020: two devices with the same lot number (5996999) were received for analysis. During the visual evaluation of device a, an anomaly was observed on the anterior view, consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold, measuring less than 0.1 cm. During the visual evaluation of device b, no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. For the device a, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. For the device b, according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the patient replaced with mentor saline implant. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 560 cc saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, an explant scheduled for (B)(6) 2020.